Event description:
On (B)(4) 2011, catheter began to bulge during flushing 3 days after insertion. Eight days after insertion, catheter broke at the spot where it had been bulging. The vat attempted to do a catheter exchange but were unsuccessful. Catheter was removed without further incidence. (B)(4).

Manufacturer narrative:
A sample of the product in question has been received for evaluation and sent for sterilization. The device will be evaluated by r&d (B)(4). A complaint investigation report ((B)(4)) will be completed and submitted as additional information.